Manufacturer narrative:
On september 21, 2022, mentor received confirmation that the patient was diagnosed with breast implant capsule-associated squamous cell carcinoma on the right side only. The diagnosis was confirmed by pathology results. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2022, it was decided to remove clinical code "neoplasm malignant" and add "squamous cell carcinoma" under field h6 to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4). Clinical code updated under h6.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: seroma, cancer and infection. (B)(4).

Event description:
It was reported (via FDA medwatch 5088615) that a patient of unknown age who underwent breast augmentation revision with mentor smooth saline implants on (B)(6) 2016 developed breast implant related squamous cell carcinoma in both implant capsules. The patient underwent bilateral implant removal and mastectomies on (B)(6) 2019. The patient is pregnant and has not yet undergone a scan to check for metastasis. The patient will undergo radiation and chemotherapy post delivery of her baby. The patient has a history of breast implants (brand unknown) with complications and revisions. The patient's revision with mentor implants occurred on (B)(6) 2016. The patient reported it took almost till the [redacted] of 2016 to recover due to recurring mastitis (side not indicated) and experienced pain ever since. Around [redacted] 2018, the patient noticed increasing firmness again of the right breast, and assumed she was forming another capsular contracture, and used ibuprofen for pain control. The patient has a needle aspiration in [redacted] 2019 of about 500ccs of seroma fluid that was yellow in color and full of white particles. The fluid tested positive for abundant squamous cells. The patient reported that the breast surgeon was baffled. As squamous cells are skin cells and are not found inside the breast. A month later, rhe seroma returned and an additional 500 ccs were drained. The second time the seroma was a white, thicker fluid. The patient was referred and after obtaining additional 500 cc seroma fluid, another sample was sent to pathology for multiple tests. The patient ended up getting an us guided core biopsy and the patient was positive for malignancy. 6 days later, the patient underwent mastectomy of the right breast. The patient asked that her contralateral (left) breast implant and capsule be removed. There was a malignancy found in the left capsule as well. Her left breast was asymptomatic since 1995. Her left side pathology revealed an extremely scarred capsule with a 6 cm tumor. The implant itself was cloudy and tan, and full of white particles. The left implant dissolved upon resection. Follow up is in progress. Should additional information become available, this case will be re-assessed and supplemental report will be sent. This report is for the patient¿s right-sided device.